Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of procedures in which the sutures broke. Please provide the following for each procedure separately: procedure date/ event date, number of sutures broke in this procedure, when did the each involved suture break; during product removal or dispensing (before use on patient) or during suturing(use on patient)?, product code and lot number, how was case completed?, any adverse patient consequences? What medical/surgical intervention was provided?, device return status/ follow up. Note: events reported in 2210968-2020-01514, 2210968-2020-01515, 2210968-2020-01516, and 2210968-2020-01517.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the clw suturing, the suture will break. Doctor said that just pulling suture in normal way results in suture break. There were no adverse patient consequences reported. Additional information has been requested.